Manufacturer narrative:
The device was not retained by the hospital for evaluation. The intraclude aortic device was visually inspected and damage was observed on the shaft of the catheter. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note the damage to the intraclude as the customer alleged it was due to the endoreturn cannula. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device (reference report number 3008500478-2013-00488) as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance of the endoreturn, it is our belief the intraclude device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.

Event description:
As reported, the intraclude device was inserted in common practice via a endoreturn cannula er23b and was initially able to be placed and blocked without any problems. Initial balloon pressure 390mmhg. Shortly after start of the surgical procedure the balloon lost pressure to 320mmhg. Blood was observed in the operating field then. Additional inflation of the balloon to 390mmhg. Repeatedly additional inflation necessary to maintain pressure (3 times). For repositioning of the balloon complete deflation, after repositioning balloon pressure again at 390mmhg, but continuously lost pressure. Then decision made to convert patient to open surgery - sternotomy. Initially tried to occlude aorta with intraclude under direct visual control ¿ but lost pressure again. Surgeon then decided to clamp the aorta with a normal aortic cross clamp. Procedure finished successfully. Patient transferred to ICU for postoperative monitoring. Catheter will be returned for evaluation, shows damage at approx. 72cm. Likely to be caused by the endoreturn cannula. Unfortunately er23b was discarded and is not available for return.